Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose level was 70, 50, 20, 155 mg/dl. The customer reported that the motor has come loose on the insulin pump, the circle on the side of the motor and has been pushing on the drive support cap and he notices that the insulin pump will administer more insulin that was needed and he believes that has been happening while he has the insulin pump in his pocket along with other things. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.